Manufacturer narrative:
A philips authorized service personal (asp) evaluated the device and found that the equipment was functioning normally and did not require repair. The customer reported that the device alarmed due to heart rate fluctuations when the patient moved, which caused noise at night and affected the patient's rest. The patient was subsequently changed to another device for monitoring. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the heart rate on the monitor was high but the physical exam was normal. No physical harm was reported. No other clinical information or medical intervention was reported.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). 1: reporter phone # (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.